Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor cannula was very short. No interstitial signal was generated. Customer's blood glucose level was not reported. The device was not returned.